Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek inrange meter serial number (B)(4). On the morning of (B)(6) 2018, the patient had a result of 4.55 inr when testing with the meter. The patient took only 5 mg. Of coumadin medication. On the same day at an unknown time, the patient had a sample tested in the laboratory using an unknown method, resulting as 3.33 inr. On the morning of (B)(6) 2018, the patient had a result of 6.50 inr when testing with the meter. The patient took 2 mg. Of coumadin medication. On the afternoon of (B)(6) 2018 at an unknown time, the patient had a result of 6.30 inr when testing with the meter. On the same day at an unknown time, the patient had a sample tested in the laboratory using an unknown method, resulting as 4.17 inr. No adverse events were alleged to have occurred with the patient. Retention test strips (304975) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.